Event description:
Related manufacturer reference number: 2017865-2022-06997 and 2017865-2022-06998. It was reported that a patient had their pacemaker system, including their right ventricular and right atrial leads, surgically extracted due to an infection of unknown cause. The generator was connected outside of the body as a temporary system for the time being. The patient was recovering post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.